Manufacturer narrative:
An event regarding the fracture of a threaded tip on a scorpio handle was reported. The event was confirmed. The handle fracture initiated in fatigue at the root diameter of the second thread. Final fracture progressed through overload. The material was consistent with a 17-4ph stainless steel alloy heat treated to the h900 condition. Material analysis determined that no material or manufacturing defects were observed on the fracture surfaces examined. There are no evidence patient factors were involved in the reported event. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint databases show there have been no other events for the reported lot ID. Conclusions: the investigation concluded that the tip of the scorpio handle broke in a bending overload condition. No manufacturing defects were observed.

Event description:
It was reported that in primary surgery the surgeon was hammering on the femoral notching tool and the handle came off.

Event description:
It was reported that in primary surgery, the surgeon was hammering on the femoral notching tool and the handle came off.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown femoral notching tool. A supplemental report will be submitted upon completion of the investigation.